Manufacturer narrative:
(B)(4). PMA/510(k) #: pre-amendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a leadless pacemaker implantation; a coons dilator tip became damaged. The physician was applying force when inserting it into the patient from the right femoral vein. The device was removed and another like device was used to complete the procedure. As reported, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Correction: after further review of the file, the physician did state that the tip was damaged (became flat) when they were applying force. Investigation ¿ evaluation. A review of the dimensional verification, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed one 14french dilator in a used and damaged condition. Bio-matter is present on exterior, likely indicating use. Dilator is slightly bowed. There is an indention in the tip of the device approximately 19.5 cm from the beginning of the dilator sheath. The end hole has been pinched nearly shut (flattened), and is no longer concentric. The end hole diameter is not able to be measured. Both the outer diameter of the dilator and the length of the dilator are within manufacturing specification. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, the root cause has been determined to be product use and/or handling related as the device did receive excessive pressure. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.